Manufacturer narrative:
The insulin pump was monitored and tested with no low battery alert noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. However, the insulin pump was received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was 7.2mmol/l. Customer is call back because replacement battery cap did not resolve the issue. The battery currently use is aaa alkaline battery. The battery did not last more than one week. The customer was advised that the device need to be replaced. The customer was instructed to return pump with battery cap and batteries intact and to zero out basal rates.